Event description:
A report was received by ciba vision in 2001 that a pt had a left eye memorylens implant in 2000, which lens was removed and replaced in 2001 due to opacification. The dr diagnosed the opacification at examination in 2001, but did not explant the lens until four months later. A vitrectomy was performed at the same time of the explant. The pt was placed on steroids and antibiotics. There were no surgical complications reported. Corneal status immediately post-op was reported as good. The dr reported the pt's prognosis as good.